Event description:
It was reported that the ventilator function knob did not have effect on changing the machine settings. No patient injury was reported. No other information has been provided at this time.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A device was received for evaluation. Visual inspection showed tamper seal was not removed or and there was no external physical damage. During functional testing, the reported problem was duplicated. The symptoms are continuous flow at all settings while in ventilate mode. Connected to 60 pounds per pressure and powered on device checking all settings. Root cause was found to be a damaged timing valve cap. The input manifold was replaced.

Event description:
Additional information was received which included the event date and that the issue was discovered during testing prior to connection to patient.